Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The instruments pitch cables were not completely broken, but frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that a broken cable was observed on the prograsp forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.